Event description:
Customer stated that during testing the product over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.